Manufacturer narrative:
On (B)(6) 2016, vilex received call from hospital personnel that a drill bit broke during surgery. Personnel stated that all fragments were removed from patient. Personnel further stated that the breakage was probably caused by the fact that the facility is reusing drill bits. On (B)(6) 2016, vilex received the drill bit from the customer. On may 20, 2016, quality control department inspected the drill and concluded that the drill tip was extremely dull. This being cause by the drill being used multiple times. The device packaging states that it is a single use item. On may 26, 2016, vilex notified the initial report of the complaint findings. If any additional information should become available a follow up report will be submitted.

Event description:
During surgery drill bit (da2018) broke approximately 1/2 inch from the tip.